Event description:
Some getinge atrium soft pvc chest tubes require the product to be "cut at the bubble" prior to connecting to a chest drainage device. Others (larger french chest tubes) connect without cutting the chest tube. Additionally, those that must be "cut at the bubble" also required the clinician to cut the "natural connector" at the end of the chest drainage system and replace it with a smaller 5 in 1 connector. This process is counterintuitive and there are no instructions on chest tube packaging to this effect. In this case, the end of the chest tube was placed inside the connector attached chest tube drainage system versus the chest tube being cut "at the bubble" and the chest tube placed over the connector. The connection was zip tied. However, the connection was unstable resulting is disconnection of the chest drainage system from the chest tube. FDA safety report ID# (B)(4).